Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the button 1 of a 6f¿12f mynx control venous vascular closure device (vcd) was too stiff to depress during use. The device was withdrawn, and manual compression was used to achieve hemostasis. There was no reported patient injury. The device was inserted through an unknown 6f short sheath following left superficial femoral artery (sfa) treatment via a same-side antegrade approach and was used according to the standard procedure. After balloon inflation, its position was confirmed under fluoroscopy and anchored at the sheath insertion site. When gentle traction was applied and the tension indicator aligned horizontally, button 1 did not function properly despite repeated attempts after releasing and reapplying tension. The balloon was then deflated prior to device removal. The device will not be returned for evaluation.

Manufacturer narrative:
As reported, the button 1 of a 6f/7f mynx control vascular closure device (vcd) was too stiff to depress during use. The device was withdrawn, and manual compression was used to achieve hemostasis. There was no reported patient injury. The device was inserted through an unknown 6f short sheath following left superficial femoral artery (sfa) treatment via a same-side antegrade approach and was used according to the standard procedure. After balloon inflation, its position was confirmed under fluoroscopy and anchored at the sheath insertion site. When gentle traction was applied and the tension indicator aligned horizontally, button 1 did not function properly despite repeated attempts after releasing and reapplying tension. The balloon was then deflated prior to device removal. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was not returned for evaluation. The product history record (phr) review of lot j2513502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿button #1-frozen/locked¿ could not be observed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to frozen/locked button 1 experienced. However, procedural/handling factors (even though it was reported that the tension indicator was aligned prior to attempting button 1 depression) are possible. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ neither the phr review, nor the information available for review suggests that the reported issue could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.